Event description:
Patient reported obtaining back to back blood glucose results of 206 mg/dl, and 106 mg/dl on the advantage system. Patient did not modify therapy based on these results. No adverse event was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.